Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 03/26/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/07/2014 with the following results:a visual inspection of the pump showed no evidence of moisture in the battery compartment or the pump. The battery compartment was observed to be cracked; the pump passed a leak test.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The reporter stated that the battery compartment was corroded. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.